Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision, due to adhesion of the pt's skin to the ipg. After the procedure, the pt was reportedly doing well.